Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead.

Event description:
The healthcare provider (hcp) reported that the patient was having issues like vomiting and wanted to have the implantable neurostimulator (ins) evaluated. The patient was coming in later in the day and the hcp wanted to make sure they had assistance. It was noted that they had a clinician programmer shipped to them. It was noted that the patient was hospitalized for this on (B)(6) 2015. Additional information received from the hcp reported increased nausea. The onset of this was noted to be gradual. A surgical procedure was noted to have occurred in (B)(6) 2014 and the symptoms started to worsen in (B)(6) 2014. Stimulation was increased from 5 milliamps to 10 milliamps. It was recommended that the patient watch their symptoms for 2 weeks to a month to reassess. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.